Event description:
Product surveillance received a report from a baxter account executive whom stated that a peritoneal dialysis (pd) nurse mentioned to them that there was a hole in the catheter and the transfer set became disconnected at the twist clamp. The pd nurse stated that the adapter on the catheter was plastic, they changed out the transfer set for the home patient (hp) and the transfer set sample is still available. The pd nurse stated that there was no injury or medical intervention and that the hp is doing fine and resuming therapy on the cycler. Product surveillance contacted the nurse in 2009 for clarification regarding the disconnection and the nurse stated that there was no actual disconnection; there was a hole in the transfer set tubing and the connection became loose between the plastic adapter and the transfer set. The nurse stated that it was not use error and that the transfer set had malfunctioned. The nurse stated that they already discarded the plastic adapter, replaced the transfer set and sent in the transfer set sample for evaluation.

Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens. The lens was removed due to a bent haptic. The reporter stated the lens was damaged due to loading error by tech. Incision was enlarged to remove lens, no suture required. Another same model and size lens was implanted.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of a hole in the transfer set was confirmed during evaluation of the returned sample. The root cause was not determined at this time.